Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that the pt experienced an increase in seizures below pre-vns baseline. A battery life calculation with sufficient programming history estimated over 2 yrs remaining and during diagnostic testing the eri-no. System and normal mode diagnostics were within normal limits, indicating proper device function. The treating physician did not indicate a cause for the increase in seizures, but the duty cycle was increased.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.